Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the lips and radial lines to the oral commissures with 1 syringe of skinvive¿ by juvéderm®. Four weeks post injection, patient began to experience "lumps" on the lips which were visible and tender. Patient was treated with a medrol dose pack (mdp) for five days and doxycycline for 14 days bid. Patient finished the mdp and only 2 days of doxycycline because they "felt better", however, the lumps returned. Hcp dissolved the product with hyaluronidase. Patient returned three days later with generalized swelling of both lips. Symptoms are ongoing.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additionally: 0.8ml of skinvive¿. Treated with hylenex for a second time. Ten days later, the patient was placed on.